Manufacturer narrative:
(B)(4): initial MDR submission with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
This MDR is for the 1st event with unknown event date materials#: 305136. Batch#: 2021694. It was reported by the customer that needle snapping off at hub. Verbatim: rcc received a complaint via email. Customer reports needle snapping off at hub this has happened before however on (B)(6) 2024 states giving injection to patient and needle snapped off in patient buttock and sent to hospital. Product#: 305136. Lot#: 2021694.